Event description:
It was reported that a vns patient had voiced dissatisfaction with the battery longevity of his vns generator. The reporter stated that though he has received efficacy from vns therapy, "he thinks the battery dies too quickly." A review of the patient's implant history revealed that the patient, who had been programmed to high therapy settings, had undergone three generator revision surgeries due to expected end of service. It is unknown whether the patient's current vns generator has reached premature end of service or if the event is believed to have occurred with the patient's previous generators. Good faith attempts for additional information have been unsuccessful to date.